Manufacturer narrative:
No product samples were returned for investigation, however, a video was provided and evaluated. The video shows one administration set inserted into a bag of fluid. Leakage can be seen from the chemolock side port while unactivated. The reported complaint can be confirmed based on the video however, without the return of the sample a probable cause cannot be determined.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The device involved a 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros® w/red cap, hanger which was reported to be leaking chemotherapy (cisplatin) from the administration port. There was no harm reported as a consequence of this event. No other information is available.